Manufacturer narrative:
The device was returned to johnson & johnson medtech (j&j medtech) for evaluation. Following j&j medtech procedures, a visual inspection and force test of the returned device were performed. Visual inspection revealed that the internal wires and helix were broken, and a breakage in the pebax. The device was connected to the carto 3 system, and it was recognized and visualized correctly, however; 106 appeared on the system. Due to this condition, the handle of the device was dissected, and resistance of the sensor pads on the printed circuit board (pcb) was measured and the results were found out of specifications. A dissection was performed right after at the tip area and an open circuit was identified. In addition, further investigation of the peek housing section revealed that there was insufficient adhesive (polyurethane) on the wires. A manufacturing record evaluation was performed for the finished device batch number, and no internal actions were identified. The force sensor error reported by the customer could be related to the open circuit identified; therefore, the customer complaint was confirmed. The potential cause of the open circuit could be related to the damage on the tip; however, this cannot be conclusively determined. The damage on the pebax and the tip is unrelated to the customer complaint; the potential cause for this damage may be related to the handling of the device during the procedure; however, this cannot be conclusively determined. The root cause of the adhesive condition was traced to the manufacturing process. The carto® 3 system instructions for use (IFU) contain the following information: -the force sensor of the catheter is disconnected. If the problem persists, replace the catheter cable or the catheter. -when cleaning the tip electrode, be careful not to twist the tip electrode with respect to the catheter shaft; twisting may damage the tip electrode bond and loosen the tip electrode, or may damage the contact force sensor. A significant change in the baseline reading after cleaning might indicate a damaged contact force sensor. In addition, in order to prevent damage to the catheter tip, verify compatibility between the sheath and catheter, advance the catheter through the sheath prior to insertion. Any sheath < 8.5 f is contraindicated. As part of johnson & johnson medtech's quality process, all devices are manufactured, inspected, and released to approved specifications. This product issue will be addressed through the quality system. Corrective and preventive actions are being performed to address process opportunities related to adhesive issues. The ¿suspected medical device¿ reported in section d of this report is not marketed in USA or approved by the FDA. However, it is being reported as biosense webster considers this as a similar device to thermocool smarttouch approved under p030031/s053. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's ref. No: (B)(4).

Event description:
It was reported that a patient underwent a supraventricular tachycardia ablation procedure with a thermocool smarttouch catheter and during the operation, error 106 (force sensor error) was displayed on the carto system after the first ablation. A second device was used to complete the operation. There was no adverse event reported. This finding is not MDR reportable. The device was returned to johnson & johnson medtech (j&j medtech) for evaluation and a breakage in the pebax was discovered. This finding is MDR reportable.